Event description:
It was reported the paddle cable locked without the fixing screw.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that paddles cable lock without fixing screw. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the physical damage on paddle pocket plates. The reported problem was confirmed. Based on the information available, paddle pocket plates is replaced to fix the issue. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after paddle pocket plates is replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated grids.